Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer troubleshoots the unit and determined that the mainboard needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault errors with irregular ventilation. The customer confirmed that there was no patient involvement associated with the reported event.